Manufacturer narrative:
The fiber was evaluated with a clearly evident break in the fiber and heat shrink at the proximal end of the fiber immediately behind the rear stainless steel sma pin. The break is an approximate 80 degrees from the rear stainless steel sma pin, remaining partially intact by the remaining heat shrink. The break area exhibits evidence of burning as charred material is present. There is a second complete break approx 3.5 inches away from the initial break behind the sma, separating the broken section from the remaining longer section of the fiber. The longer section of the fiber exhibits uneven buffer breakage. The fiber could not be power tested due to the extent of breakage. The fiber was bent around the designated 270 um test fixture and passed the mechanical bend radius test. The break behind the sma connector was examined and it was determined that the fiber was severely bent beyond the indicated minimum bend radius while the fiber was transmitting laser energy which resulted in the break. The second break in fiber was determined to be caused by pulling the fiber with great force while the fiber was connected to a laser. When compared to the text provided from the distributor, it has been determined that the fiber was bent and pulled beyond specifications while transmitting laser energy which resulted in the two fiber breaks that simultaneously occurred.

Event description:
Customer indicated that the fiber snapped and sparked and left a burn mark on a piece of clothing. There was no harm to the pt or staff. The fiber also had a burned area where it attached to the sma connector that is affixed to the laser. The customer indicates that the laser was at an angle, but the fiber had plenty of slack while the procedure was underway.